Event description:
The customer alleged they received intermittent questionable ion selective electrode (ise) sodium results on their c501 analyzer. The customer stated an emergency room doctor called questioning the low sodium results that were reported that morning. The customer repeated the results on the same analyzer (a) and another c501 analyzer (b), serial (B)(4). The customer provided data for 17 patients, of which 11 had discrepant results that were reported outside the laboratory. The first patient's initial sodium result was 120 mmol/l accompanied by a data flag. The repeat result from a was 130 mmol/l accompanied by a data flag. The repeat from b was 133 mmol/l accompanied by a data flag. The second patient's initial sodium result was 132 mmol/l accompanied by a data flag. The repeat result from a was 139 mmol/l. The repeat from b was 140 mmol/l. The third patient's initial sodium result was 126 mmol/l accompanied by a data flag. The repeat result from a was 139 mmol/l. The repeat from b was 139 mmol/l. The fourth patient's initial sodium result was 125 mmol/l accompanied by a data flag. The repeat result from a was 135 mmol/l. The repeat from b was 135 mmol/l. The fifth patient's initial sodium result was 125 mmol/l accompanied by a data flag. The repeat result from a was 139 mmol/l. The repeat from b was 139 mmol/l. The sixth patient's initial sodium result was 124 mmol/l accompanied by a data flag. The repeat result from a was 131 mmol/l accompanied by a data flag. The repeat from b was 131 mmol/l accompanied by a data flag. The seventh patient's initial sodium result was 128 mmol/l accompanied by a data flag. The repeat result from a was 141 mmol/l. The repeat from b was 142 mmol/l. The eighth patient's initial sodium result was 122 mmol/l accompanied by a data flag. The repeat from a was 139 mmol/l. The ninth patient's initial sodium result was 122 mmol/l accompanied by a data flag. The repeat from a was 137 mmol/l. The tenth patient's initial sodium result was 124 mmol/l accompanied by a data flag. The repeat from b was 138 mmol/l. The eleventh patient's initial sodium result was 128 mmol/l accompanied by a data flag. The repeat from b was 137 mmol/l. The repeat results from analyzer b were considered correct, and they were issued as corrected reports. No patients were adversely affected by this event. The sodium electrode lot number and expiration date were not provided. The customer found that the rinse mechanism locking screw was loose. The customer tightened the locking screw. The customer performed a precision test and the customer and field service representative were satisfied with the results. The customer stated that since tightening the rinse mechanism retaining nut, the have had no further issues with the system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.